Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4).

Event description:
Patient was revised to address high metal ion levels.

Manufacturer narrative:
(B)(4). The patient was subjected to a hip arthroplasty on (B)(6) 2006. Due to high ions level (co and cr) the patient was subjected to a revision surgery on date (B)(6) 2012. Update rec'd 24 march 2016 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records upon revision the patient was found to have metallosis and armd in the hip. At this time there is no new information that would change the existing MDR decision. The complaint was updated on: 04/18/2016. A complaint database search did not identify any anomalies. Without further information the root cause of the complaint cannot be determined. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Depuy considers the investigation closed. Should additional information be received the investigation will be reopened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update rec'd 24 march 2016 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records upon revision the patient was found to have metallosis and armd in the hip. At this time there is no new information that would change the existing MDR decision. The complaint was updated on: 04/18/2016.

Event description:
Claim letter received. In addition to what was previously reported, claim letter stated that MRI reported of emergence of sac in the prosthetic area, fluid building with irregular morphology with pseudo capsule and adverse reaction to metallic debris. Laboratory results for cobalt and chromium metal ions were below 7ppb. Added complainant information.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address pain.

Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy16-07. The patient was subjected to a hip arthroplasty on (B)(6), 2006. Due to high ions level (co and cr) the patient was subjected to a revision surgery on date (B)(6) 2012 update rec'd 24 march 2016 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records upon revision the patient was found to have metallosis and armd in the hip. At this time there is no new information that would change the existing MDR decision. The complaint was updated on: 04/18/2016 update rec'd 31 aug 2017 -the patient was revised to address pain and high metal ions. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.